Event description:
It was reported that her controller began giving her issues on saturday. The patient(pt) states her controller was at 30-40% and she was charging her implantable neurostimulator (ins) and the ins charging stopped and the screen indicated to charge the controller. The pt had the controller on the ac power supply overnight but when she checked it in the morning the controller battery was still low. The green light on the ac power supply was displaying, no damage to the ac power supply, and the pt indicated that when the controller was plugged into power supply, the green light flashed on the controller as thought it was accepting a charge. The patient(pt) tried 2-3 times more on sunday to charge the controller but was not successful. The pt indicated they had tried to remove the li battery and reinsert into controller yesterday. Agent to submit the pt's request to replace the li battery. Patient got new lithium battery but device will only charge up to 30% before getting the solid green light, as if the controller battery was full. Resetting device didn't resolve the issue. Agent ordered controller replacement. While troubleshooting patient tried to start a recharge session, but she got "terminate" message on the screen; further troubleshooting showed patient can't feel all the edges of the implant, implying that implant might be at an angle, which could affect recharging.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.